Event description:
It was reported that during two biopsy exams the needle went through the patient breast and hit the detector. No medical intervention required. It was determined that the needle data needed to be entered after a software update. An applications specialist was able to assist the customer to enter the needle data. Once this was completed the system is working as intended.